Event description:
It was reported that the device was replaced due to abnormal battery depletion. The battery longevity was less than expected. A new device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was noted that the patient was enrolled in the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).